Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the displacement or self tests due to physical damage on the lcd. The pump had a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the display window on the insulin pump had a spot of ink. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.